Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A nurse at the user facility reported that an internal dialyzer blood leak occurred immediately after the hemodialysis (hd) treatment was initiated. The 2008t hd machine generated a blood leak alarm and blood was visible in the red hansen line of the dialyzer. Therefore, blood leak test strips were not used to confirm the presence of blood. The patient's estimated blood loss (ebl) was noted as being approximately 250 cubic centimeters (cc). No damage was visible to the dialyzer or its packaging. Fresenius bloodlines were in use during this event. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set up on a different machine. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.